Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was reimaged and software reloaded. The system was then found to be working as intended.

Event description:
The customer reported the system shutdown during a case. No report of customer injury.